Event description:
At about 4 years and 5 months after the primary surgery, the patient came in reporting pain due to a leg length discrepancy and the cause is unknown. The surgeon revised the stem and head with competitor components. The stem was revised because the head was already short and it was not possible to go to a shorter one. The surgery was completed successfully.

Manufacturer narrative:
Clinical investigation performed by medical affaird department: revision performed 4 years and 5 months after total hip arthroplasty in a female patient due to pain. According to report, pain is due to a leg length discrepancy, which is theoretically possible but not very common. No radiographic history is available and therefore the evolution of the discrepancy cannot be evaluated. The one radiographic image provided shows only one hip and therefore we cannot estimate the potential contribution of spine deformities or other concomitant abnormalities. The reason of this failure cannot be determined. Batch review performed on 12-sep-2022: lot 166780: (B)(4) items manufactured and released on 08-mar-2017. Expiration date: 2022-02-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review. Additional component involved: ball heads: mectacer 01.29.208 biolox delta ceramic ball head 12/14 ø 36 size s - 4 (k112115) lot 176376: (B)(4) items manufactured and released on 09-jan-2018. Expiration date: 2022-12-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review.